Event description:
Since implant, the pacing impedance has decreased from about 600 ohms to 273 and there are episodes of noise. The representative cannot reproduce the noise. The shock impedance has increased from 60 ohms to greater than 150 ohms.

Manufacturer narrative:
(B)(6) 2015 - the patient just underwent an attempted lead extraction on (B)(6) 2015 and was found to have subclavian crush resulting in the impedance changes/noise. Because of the insulation breach at the clavicle, the lead was not able to be extracted and a new OEM rv lead was placed. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.